Event description:
Vague report was received from a baxter representative stating the nicu at the facility has experienced an increased infection rate after converting to clearlink devices. Further follow up with nicu staff revealed that this spike in infection rate was noted during routine trending. Although attempts have been made to obtain additional information regarding these incidents, none was provided. No information is available pertaining to patients, treatment of patients, or outcome.